Event description:
It was reported that the ilet did not appear to charge after approximately 15 minutes on the charger until the device was repositioned with the screen facing up and the charging indicator showing a solid light, after which the battery increased from 31% to 35% during the call. Symptoms included no adverse health effects. Outcomes included continued device use with education to ensure proper charger alignment and verification of a solid charging light. Investigation included real-time troubleshooting and user education on correct device placement for charging. Investigation of this case revealed that the device charged as expected when properly aligned on the charger, indicating user technique as the likely contributor rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique.